Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01528. It was reported diagnostic testing revealed a high impedance reading on all of the patient's lead contacts. The patient also did not have stimulation. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-01528. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed following the procedure and the issue is resolved.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-01528.